Manufacturer narrative:
Additional information was received that the imaging revealed no dislodged electrodes were inside the patient's body.

Manufacturer narrative:
Device evaluated indicated that the complaint was confirmed. Visual inspection revealed distal electrode's #7l, #8l, #7r and #8r were completely dislodged from the paddle silicone, and not returned. Visual inspection also revealed the paddle body was torn from the tensile force of the cables shearing through the material. Both pigtails were cleanly cut approximately 4.5 inches from the paddle end. The clean cut damage to the lead was consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient¿s lead was explanted. Lead migrated due to fall and patient only had painful stimulation in the area of insertion. It was reported that there was lead damage prior to explant.

Event description:
A report was received that the patient¿s lead was explanted. Lead migrated due to fall and patient only had painful stimulation in the area of insertion. It was reported that there was lead damage prior to explant.